Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator change out procedure, a device was placed into the pocket and the shock impedance was greater than 200 ohms. It was questioned whether the physician had damaged this patients right ventricular (rv) lead while dissecting through scar tissue to free the leads up from the previous device. It was noted this was evident because the impedance prior to device replacement was 77 ohms. A different device was then attempted and was unsuccessful. Finally, this device was implanted successfully however the shock impedance measurements were again high out of range. Device therapy was then turned off. No adverse patient effects were reported.